Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation from the lifevest. It was reported that the patient had an allergic reaction. During a follow up it was reported that the patient's doctor instructed the patient to end use due to the allergic reaction. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.